Manufacturer narrative:
The suspect device is pending return to olympus. The physical device evaluation has not been completed. The customer provided their cleaning, disinfection, and sterilization process stating that a pre-cleaning detergent was not used and the automated endoscopic reprocessor (aer) used is soluscope s3 ou s4. The aer detergent is solution a and the aer disinfectant is acide peracetique. The manual detergent is anios clean excel d and there was no manual disinfectant used. The suction channel, suction cylinder, and instrument channel port were brushed using asept in med 201790 manual brushes. Their storage practice is using a hysis drying cabinet where the scopes are hung vertically, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. After the device is returned to olympus, it will be sent out for additional testing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during routine testing, the evis exera iii gastrointestinal videoscop tested positive for over 50 colony forming units (cfus) of pseudomonas aeruginosa and aspergillus fumigatus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device was returned and evaluated. This report is being supplemented to provide additional information based on the legal manufactures review of the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided from the user: flushing was not performed for a/w channel at precleaning. The following was result of the culture test performed at the third-party labs, provided from olympus: sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where the distal end cap cover insulation was below the threshold, the insulation of the insertion tube was near threshold value, the bending section rubber glue was worn out, the key top 1 marking was unclear, the universal cord had buckles, the angulations were out of specification, and there was wear and tear of the biopsy channel. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.